Event description:
Prostheses / instruments from the dps joints franchise are showing (coming out) soot (see attached photos) after the sterilization process and that the boxes also have dark spots on the trays (see attached photos) which, according to the hospital, represents that the material is contaminated.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prostheses / instruments from the dps joints franchise are showing (coming out) soot (see attached photos) after the sterilization process and that the boxes also have dark spots on the trays (see attached photos) which, according to the hospital, represents that the material is contaminated.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this device was not returned for examination. Visual analysis of the attached photos can confirm, the reported event. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this device was not returned for examination. Visual analysis of the attached photos can confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.